Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a sterling balloon catheter was received. Examination of the returned device revealed there was not any blood or contrast visible. The balloon was in a deflated state. The tip was damaged. There was a pinhole 7mm from the proximal edge of the distal markerband. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed denovo lesion was located a moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm sterling es balloon catheter was advanced for pre dilation of the target lesion. During the first inflation a balloon ruptured occurred at 6atms. The sterling es balloon catheter was removed intact. Post dilation was performed with a 2.00mm/1.5cm/140cm spcb flextome monorail balloon catheter. The balloon was inflated once to 6 atms and ruptured. The 2.00mm/1.5cm/140cm spcb flextome monorail balloon catheter was removed intact. The procedure was completed with a 2x20 sterling es balloon catheter. No patient complications were reported and the patient's status is good.